Event description:
The manufacturer received information regarding a simply go device. The device was returned to third-party service center for evaluation. The evaluation result found that the filter was melted, and the complaint was confirmed. There were also additional findings of sieve canister failure, damaged pressure valve, leak internal spine. There was no report of patient harm or injury. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.